Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that an emergency room (ER) physician contacted boston scientific technical services (ts) to request a review of this implantable cardioverter defibrillator (ICD) device operation. The ts review indicated that device measurements were in range and there was a single recently stored episode with a rhythm that appeared to be an atrial tachycardia (at). In the episode, the defibrillator device provided anti-tachycardia pacing (atp) therapy, which appeared to accelerate the rhythm, followed by a 41 joule shock which terminated the rhythm. This device therapy is inappropriate as it was provided for an at rhythm. The ER physician agreed that this is a complex case and will consult an electrophysiologist (ep). The device remains in-service. No patient symptoms or additional adverse patient effects were reported. This device was later explanted due to routine change out and replaced with a cardiac resynchronization therapy defibrillator (crt-d). The device was returned for analysis.

Event description:
It was reported that an emergency room (ER) physician contacted boston scientific technical services (ts) to request a review of this implantable cardioverter defibrillator (ICD) device operation. The ts review indicated that device measurements were in range and there was a single recently stored episode with a rhythm that appeared to be an atrial tachycardia (at). In the episode, the defibrillator device provided anti-tachycardia pacing (atp) therapy, which appeared to accelerate the rhythm, followed by a 41 joule shock which terminated the rhythm. This device therapy is inappropriate as it was provided for an at rhythm. The ER physician agreed that this is a complex case and will consult an electrophysiologist (ep). The device remains in-service. No patient symptoms or additional adverse patient effects were reported.